Manufacturer narrative:
This case was initially received via regulatory authority ansm- healthy authority (reference number: (B)(4)) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of inserts on (B)(6) 2017"), device breakage ("fragment remains, procedure for salpingectomy scheduled with ablation of uterine horn by hysterectomy") and hypoacusis ("loss of hearing in left ear (around 80%)") in a female patient who had essure (batch no. B42248) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced tinnitus ("progressively worsening tinnitus in left ear"). In 2014, the patient experienced disturbance in attention ("difficulty concentrating") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced hypoacusis (seriousness criterion medically significant), dizziness ("worsening of incapacitating dizzy spells"), nausea ("nausea"), vomiting ("vomiting") and headache ("constant headache"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and balance disorder ("constant loss of balance"). The patient was treated with surgery (salpingectomy scheduled with ablation of uterine horn by hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, device breakage, hypoacusis, tinnitus, disturbance in attention, fatigue, dizziness, nausea, vomiting, headache and balance disorder outcome was unknown. The reporter considered balance disorder, device breakage, disturbance in attention, dizziness, fatigue, headache, hypoacusis, medical device removal, nausea, tinnitus and vomiting to be related to essure. The reporter commented: removal of inserts on (B)(6) 2017. A device fragment remained, procedure for salpingectomy was scheduled with ablation of uterine horn by hysterectomy. The consumer stated her status improved. Diagnostic results: numerous blood tests, ent and neurological tests, i.e. MRI and CT-scan, visits in gastroenterology and osteopathy, etc. Did not lead to any diagnosis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 653. Device breakage: the analysis in the global safety database revealed 1.627. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced loss of hearing in left ear (around 80%). A removal of inserts was performed (considered as medical device removal). A fragment remains, procedure for salpingectomy scheduled with ablation of uterine horn by hysterectomy (seen as device breakage). Only the event loss of hearing in left ear is regarded as unanticipated according to the reference safety information for essure. The other events are anticipated. In this case, it was not clear whether device breakage occurred during a removal procedure. The exact reason for essure removal was not specified. However, a causal relationship with essure cannot be excluded. With regards to the event loss of hearing in left ear, considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required and a surgical intervention in order to remove the remaining fragment will be performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of inserts on (B)(6) 2017"), device breakage ("fragment remains, procedure for salpingectomy scheduled with ablation of uterine horn by hysterectomy") and deafness ("loss of hearing in left ear (around 80%)") in a female patient who received essure (batch no. B42248). The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, 10 days after starting essure, the patient experienced tinnitus ("progressively worsening tinnitus in left ear"). In 2014, the patient experienced disturbance in attention ("difficulty concentrating") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced deafness (seriousness criterion medically significant), dizziness ("worsening of incapacitating dizzy spells"), nausea ("nausea"), vomiting ("vomiting") and headache ("constant headache"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required) and balance disorder ("constant loss of balance"). The patient was treated with surgery and surgery (salpingectomy scheduled with ablation of uterine horn by hysterectomy). Essure was withdrawn. At the time of the report, the medical device removal, device breakage, deafness, tinnitus, disturbance in attention, fatigue, dizziness, nausea, vomiting, headache and balance disorder outcome was unknown. The reporter considered medical device removal, device breakage, deafness, tinnitus, disturbance in attention, fatigue, dizziness, nausea, vomiting, headache and balance disorder to be related to essure. The reporter commented: removal of inserts on (B)(6) 2017. A device fragment remained, procedure for salpingectomy was scheduled with ablation of uterine horn by hysterectomy. The consumer stated her status improved. Diagnostic results: numerous blood tests, ent and neurological tests, i.e. MRI and CT-scan, visits in gastroenterology and osteopathy, etc. Did not lead to any diagnosis. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced loss of hearing in left ear (around 80%). A removal of inserts was performed (considered as medical device removal). A fragment remains, procedure for salpingectomy scheduled with ablation of uterine horn by hysterectomy (seen as device breakage). Only the event loss of hearing in left ear is regarded as unanticipated according to the reference safety information for essure. The other events are anticipated. In this case, it was not clear whether device breakage occurred during a removal procedure. The exact reason for essure removal was not specified. However, a causal relationship with essure cannot be excluded. With regards to the event loss of hearing in left ear, considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required and a surgical intervention in order to remove the remaining fragment will be performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.